Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation, the trunk connector pins were bent. The cause of the incoming test failure is the bent pins. The root cause of the bent pins is unable to be positively identified. In addition, the electrode belt trunk cable connector locking nut was missing. The root cause of the missing nut could not be positively identified. No adverse event resulted form the defective belt.

Event description:
A zoll distributor returned belt sn (B)(4) to report that the belt failed functionality testing.